Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unk knee tibial tray, unk knee stem, unk knee femoral. Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. X-ray review: marked medial compartment joint space loss is consistent with marked wear or disruption of the polyethylene liner. Possible metal disruption at the point of contact of the medial tibial component at contact with the femoral component. Mildly undersized tibial tray. Possible subsidence of the tibial component versus heterotopic bone formation adjacent to the tibial tray. Radiolucency femoral metal-bone interface posteriorly (zone 4) is nonspecific and may indicate loosening of the femoral component if new or progressive. Additionally, some small bone fragments project at the anterior and posterior margins of the knee joint. No earlier images are submitted for comparison. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was not released by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned by hospital.

Event description:
It was reported that the patient was revised to address polyethylene wear with notable shards. Attempts have been made and no further information has been provided.